Event description:
Hcp reported an alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm occurred. The alarm was due to a motor stall. The patient had an MRI 30 minutes prior and the pump status was checked post MRI. The patient was not symptomatic as relates to under dosing. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709 lot# j11022r23, implanted: 2002 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).